Manufacturer narrative:
The software investigation is in progress.

Event description:
A medtronic rep reported that the tracer registration would complete but be inaccurate 2-3 cm using landmarx element. They completed a point merge registration, and was still about 2 cm inaccurate. The surgeon compensated for the inaccuracy and finished the case using the system. There was no pt impact.